Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 40 mg/dl, which was treated with a glass of orange juice and a banana. The customer stated that her blood glucose levels sometimes just dropped low. She noted that the insulin pump alarmed lost sensor alarm and that the transmitter experienced an led anomaly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.